Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - screws: 2.7 mm va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that there was no damage or defects with the unk - screws: 2.7 mm va locking. No fragments or debris are clearly visible due to poor quality picture. Broken condition of the screw cannot be confirmed as no photo or x-ray evidence was provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the unk - screws: 2.7 mm va locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, the patient underwent removal of unknown va ankle distal tibia plate and unknown variable angle (va) locking screw due to unknown reason. The unknown va locking screw head broke off the screws were out but some metal debris was left. There was a surgical delay for an unknown time. The procedure was successfully completed. The patient outcome was unknown. This complaint involves one(1) device unk - screws: 2.7 mm va locking. This is report 1 of 1 for complaint (B)(4).